Event description:
Customer reported that the alarm has not power. Batteries have been replaced and inserted correctly. There are no signs of battery leakage or corrosion. Battery springs are intact and the outside of the unit has not visible damages. The customer did not provide a date when this was discovered and no pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed the reported issue of no power. Unit did not power up when using new batteries or when using an external power supply. The battery springs and flat contacts are corroded from battery leakage. The hold/suspend button is stuck and a piece of it's coming out from the top of case. Unit powers up when using a 9v adapter. Low battery function cannot be tested since the 9v adapter is a fixed voltage source. Due to the condition of the hold/suspend button, it cannot be pressed and hold/suspend functions cannot be tested as a result. The tone button is not changing the tones when the buttons is pressed. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm form use immediately. Do not use the alarm if battery damage has been detected. (B)(4).